Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 84 events were reported for this quarter. Product return status: 84 devices were available for evaluation: 70 devices were received. 14 devices were evaluated in the field. Evaluation status: confirmed 80 reported events were confirmed during testing. 80 devices were found to be affected by missing paint chips. In progress: 4 device evaluations are in progress.   Additional information: 84 devices were not labeled for single-use. 84 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 84 </noe> malfunction events in which the device had paint chips missing. 84 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale. 84 previously reported events are included in this follow-up record. Product return status. 70 devices were received. 14 devices were evaluated in the field.   Event confirmation status: 84 reported events were confirmed; the cause traced to component failure. Evaluation results: 84 devices were found to be affected by missing paint chips.

Event description:
This report summarizes <noe> 84 </noe> malfunction events in which the device had paint chips missing. 84 events had no patient involvement; no patient impact.